Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail was too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2021 that a sign im nail implanted to repair a fracture was replaced with a shorter nail due to protrusion into the ankle joint. The im nail was replaced with a 8mm x 320mm standard im nail per the sign technique manual.